Manufacturer narrative:
The results/method and conclusion codes along with investigation results will be provided in the final report.

Event description:
It was reported that the patient¿s wound sites were not healing which caused an infection at the ipg site. In turn, the patient underwent surgical intervention on (B)(6) 2019 wherein the patient¿s entire system was explanted. The patient¿s infection is being treated via intravenous and oral antibiotics.

Event description:
It was reported that the patient¿s infection has now cleared.